Event description:
(B)(6) advia centaur (B)(6) results were obtained on two pt samples. Both the pt samples were (B)(6) for (B)(6) on the advia centaur. The laboratory practice is to confirm (B)(6) samples with the (B)(6) assay. The customer repeated testing for the pt samples on a different method and the results for (B)(6) were (B)(6). The results for the (B)(6) assay were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Event description:
(B)(6) advia centaur (B)(6) results were obtained on two pt samples. Both the pt samples were (B)(6) for (B)(6) on the advia centaur. The laboratory practice is to confirm (B)(6) samples with the (B)(6) assay. The customer repeated testing for the pt samples on a different method and the results for (B)(6) were (B)(6). The results for the (B)(6) assay were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.